Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.5/4.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2021 and (B)(6) 2022, but did not resolve the problem. On (B)(6) 2023 the lens was replaced for a same length spherical lens and the problem was resolved.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).